Event description:
Wife of home patient reported a system error 2240 alarm is drain 2/4 during treatment using homechoice device. The home patient's wife noted the patient's transfer set became disconnected from the patient line while the patient was sleeping, but is unsure how this happened. The home patient's wife noted, "he set up like he always does." The following day the home patient went to the dialysis unit and had his transfer set changed as a precautionary measure. There was no patient injury associated with this incident according to the home patient's wife and all samples were discarded.